Manufacturer narrative:
Additional information was received that the explanted portions of the lead will not be returned.

Manufacturer narrative:
At this time, the explanted portions of the lead have not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine device replacement procedure, the right ventricular (rv) lead came apart while the pacemaker was being removed from the pocket. The lead was then unable to be removed from the device header and came apart in the header. The lead was cut and surgically abandoned. The device was explanted and replaced with a portion of the lead stuck in the header. No adverse patient effects were reported.